Manufacturer narrative:
Concomitant medical products: product ID: e tlw1620c156e, serial/lot #: (B)(4), ubd: 12-may-2022, UDI#: (B)(4). Product ID: etlw1620c124e, serial/lot #: (B)(4), ubd: 13-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 66 mm abdominal aortic aneurysm. It was reported that the index procedure was performed without complication. Final angiogram was performed and an type ia endoleak was observed with no issues found in relation to the position of the stent graft components. The physician then tried ballooning the proximal graft edge with a reliant balloon. It was reported that an angiogram was performed after ballooning, aortic rupture was observed. Aortic occlusion was then obtained with a reliant balloon. It was stated that an endurant ii aortic extension ((B)(4)) was then placed at the level of the right renal artery covering the left renal artery and ballooned the extension with a reliant balloon. Physician was able to achieve seal with endoleak. It was reported that the patient's aorta ruptured again after the index procedure. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported. The patient has expired.

Manufacturer narrative:
B:2 dod updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 updated post completion of investigation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.